Event description:
Pt reported inserting the device and "it went up inside" and she couldn't find it. On 5/15/97 pt was seen by a medical professional. An examination was done by the medical professional with no device found.